Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed a "poor pad contact" message. It was indicated that moving the universal cable at the paddle connector caused the device to toggle between "pads" and "paddle" lead selections. Complainant indicated that there was no patient involvement in the reported malfunction.